Manufacturer narrative:
Additional narrative: corrective verbiage: unknown part number, UDI unavailable. Device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown date of when pain or infection began. (B)(4). Unknown if device is expected to be returned to synthes manufacturer for evaluation /investigation. This report is for unknown unk - screw locking/unknown lot number. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail advanced (tfna) revision surgery was performed on (B)(6) 2016 after cultures revealed that the patient had an infection (unknown organism). The patient had fallen on (B)(6) 2015 and experienced sharp pain. X-rays were taken and there was no reported hardware malfunction. The patient then developed a half-dollar sized red, raised area over the distal femur in the region of the distal locking screw. During the revision surgery all hardware including the nail, helical blade and locking screw were removed. No new hardware was implanted. It is unknown if the patient will have any additional procedures; the anticipated treatment includes intravenous antibiotics. The procedure was successfully completed with no surgical delay. This report is 3 of 3 for (B)(4).